Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio frequency (rf) head would not work and would not establish telemetry. The status of the device is unknown. No patient complications were reported as a result of this event.